Event description:
It was reported that 1.5 months post-implant, patient felt pain at the ICD pocket. The patient presented to the hospital after three months of implant with the same pain that extended to the patient's left arm and left neck. As a result, the ICD was repositioned. No anomalies were noted on the ICD.

Event description:
It was reported that a second repositioning of the ICD was needed in 2009, due to migration.

Manufacturer narrative:
Na